Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the top of reservoir compartment was broken. The customer¿s blood glucose level was unknown time of the incident. Customer stated that the reservoir was unable to lock in place. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.